Event description:
The patient was in an auto accident in which the left side of his body was impacted. Afterward, he experienced a shocking, jolting, and surging on his left side when turning the deep brain stimulator on and off. The left extension and bilateral deep brain stimulators were replaced in 2008, (please reference manufacturer's report # 3004209178200805581). The patient experienced initial improvement and then further exacerbation of shocking sensation. When the new neurostimulators were turned four days later, the patient felt a shock with the 'beeper' at first. He then felt shocking with the 'beeper' off. The patient's walking was poor when the device was on; when it was off, there were no problems. The patient had no tremor. A skull x-ray was taken the following month, (results not reported). The hcp planned to replace the left lead the following month. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.